Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, the technical support asked the biomed representative to check the o2 sensor and bronze filter but if the issue is not fixed then they would need to order an insp block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 401 inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, the technical support asked the biomed representative to check the o2 sensor and bronze filter but if the issue is not fixed then they would need to order an insp block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 401 inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to verify the reported issue. No further updates received from customer after requesting to verified the o2 cell and sinter bronze filter are tighten properly. The root cause is not determinable.